Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery life sometimes less than a week and insulin pump was slower on rewind. Customer stated that buttons on insulin pump must be pressed harder for pump to function. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.